Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.1; second test inr = 3.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot : ni. First test inr = 5.1; second test inr = 3.1; mean = 4.1, sd = 1.41, %cv = 34.5%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Strip lot# was not provided, therefore further testing cannot be performed.